Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16561), was submitted on 20-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 22-may-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013303, in question was manufactured at the reynosa site. The lot 6013303 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 22/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5c00904 was manufactured according to the (wi) version 67 and manufactured in the sc08, on 03-may-2025, with a total of (B)(4) units. The lot 5c00903 was manufactured according to the (wi) version 67 and manufactured in the sc08, on 29-apr-2025, with a total of (B)(4) units. The sub-assembly, welding the lot 5e01646 was manufactured according to the (wi) version 34 welding in the machine ls05, ls06, and ls07, on 13/may/2025, with a total of (B)(4) units. The lot 5e03380 was manufactured according to the (wi) version 34 welding in the machine ls24, and ls25, on 22/may/2025, with a total of (B)(4) units. The lot 5e03378 was manufactured according to the (wi) version 34 welding in the machine ls24, and ls25, on 21/may/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 5e01644 was manufactured according to the (wi) version 39 in the gluing of connector in the line 03, on 13/may/2025, with a total of (B)(4) units. The lot 5e02146 was manufactured according to the (wi) version 39 in the gluing of connector in the line 03, on 21/may/2025, with a total of (B)(4) units. The lot 5e02147 was manufactured according to the (wi) version 39 in the gluing of connector in the line 03, on 21/may/2025, with a total of (B)(4) units. The lot 5e02148 was manufactured according to the (wi) version 39 in the gluing of connector in the line 03, on 22/may/2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.